Manufacturer narrative:
Exact details of the catheter breakage are unclear from the customer report. However, the report states two catheters were used during the same surgical session, both experiencing similar issues, i.e.: the "sheath separated from the inner tube and in one case it fractured". No surgical intervention to remove a broken catheter part was reported.

Event description:
Reportedly the track advance catheter, distal shaft separated from the proximal shaft.